Event description:
Physician placed gdc franing coil and filling coils. There was some tension felt with the last gdc coil. A 3x6 supersoft tension safe coil was placed and went through the dome of the aneurysm. Physician pulled the coil back, felt some friction on retrieval and proceeded to redeploy coil. 3x6 coil began to deploy into coil mass when physician felt a lot of friction. He tried to pull back on coil but the only part that came back on coil but the only part that the a-com, a-1 segment. He used the coil push wire to push the rest of the coil in aneurysm. All seem to be well. Upon cat scan, a filament of the coil could be vaguely seen. He felt the coil broke 1st them stretched. No pt injury reported.